Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia. The patient reportedly went to sleep wearing the pod, but their controller was damaged, and as a result they woke up with high blood glucose levels and were not able to control it. Symptoms reported include; nausea, vomiting, paleness, chest pain, breathing difficulties, and dizziness. The patient was treated with intravenous fluids and insulin. The patient was still in the hospital; at the time this event was reported on (14jun2026).